Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual and microscopic inspection revealed a split in the bag seam. A functional leak test was performed and revealed a leak at the seam of the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition occurred upon arrival of the device, before patient use; therefore, there was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; however, photographs of the device were received. Visual inspection of the photographs identified damage to the seal of the bag. The reported leak was determined to be due to the damage; however, the cause of the damage could not be determined. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from a hole located opposite the product label on the lower right portion of a 100ml drug bag, by the seal. It is unknown when the reported condition occurred. There is no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.